Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. Device passed displacement test. Pump error 63 alarmed during self test and device trace download confirmed pump error 63 due to broken trace at u1 pin 1 or vdd on keypad assembly. Device received with same audio tone when switching from volume 5 to volume 1 due to electronic defect.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons were unresponsive. Blood glucose was unknown. It was also reported that intermittent response by button press was found in down arrow and confirm buttons. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.